Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-00454. It was reported that stent dislodgement occurred. The target lesion was located in the proximal saphenous vein graft (svg). A 5mm non bsc embolic protection device was advanced and deployed distal to the lesion. Then a 4.00x20mm promus premier¿ stent was deployed in the proximal svg. It was noted that the distal portion of the lesion was still hazy so another 4.00x20mm promus premier¿ stent was deployed distal to the first stent. The physician attempted to remove the embolic protection device but the device could not properly retrieve, so the device was pulled out not fully retrieved. It was then noted that the 4.00x20mm promus premier¿ stent implanted in the proximal svg sheared off into the aorta. A snare was used to retrieve the stent. Then the proximal svg was predilated with the help of a non bsc extension guide catheter. Then the extension guide catheter was removed and a 4.00x24mm promus premier¿ stent was advanced but was not able to cross the lesion. The device was removed with the stent undeployed. The device was again introduced into the non bsc extension guide catheter however the stent came off the stent delivery system (sds) balloon and was dislodged inside the extension guide catheter. The extension guide catheter was removed together with the 4.00x24mm promus premier¿ stent. The procedure was completed using a non bsc stent. No patient complications were reported and the patient's status was fine.